Manufacturer narrative:
An incorrect method code was reported on manufacturer report number 2028159-2021-00881 and the correct code is being reported on this manufacturer report. The company representative was required to take multiple actions to address the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by to ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a case of flap stromal bed and side cut resistance, after laser assisted corneal flap creation. Reporter informed that the patient had more stromal bed resistance in the pupil to down gaze area leading to uneven flap bed and difficulty in lifting. Additional information has been requested.